Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported on behave of a customer who reported lower values when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer continued to obtain low readings and was treated by the father to increase the sensor scan values, but was unsuccessful. The customer made hcp contact due to the continued unspecified low readings and the doctor obtained an unspecified high blood glucose level on the hcp meter and reported the patent was dehydrated and hyperglycemic. The customer was administered 10 units of humalog as treatment. Additionally, the customer was further treated with zofran, phenergan, and IV fluids for a diagnosis of gastroenteritis. There was no report of death or permanent injury associated with this event.